Manufacturer narrative:
Evaluation summary: one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection showed wire insulation damage. The customer reported bleeding, bleeding severity and that the device was used in the procedure. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The jaws opened and closed normally using the handle. Additional functional testing was performed on porcine kidney tissue. Multiple seals on vessels of various sizes were made. The device was activated while pressing the button in various locations to detect any problematic activation issues. All seals were satisfactory and end tones were heard each time indicating completed cycles. As an additional finding, the wire insulation showed scraping damage, which is trocar-related, caused by user error. The investigation found the device to function normally and within specifications, but failed visual inspection due to user error (trocar-related damage). There are many factors that affect seal quality. Refer to the product instructions for use that addresses tissue sealing recommendations. The instruction for use also states to keep the instrument jaws clean. Build-up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: (B)(6) 2016. The incident sample was requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure where this device was used, excessive bleeding occurred. Multiple attempts have been made for further information, including the amount of bleeding, any medical intervention required, and any issue that may have occurred with the device. However, no response has been received.